Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and excessive no deliveries from the insulin pump. The customer's blood glucose reading was 460 mg/dl. The customer treated with the pump and manual injections. The customer had backup syringes. The customer stated that he had troubles with no deliveries. The customer stated that he changed out the sites and sets and no matter how much he clears it, the no delivery alarms kept popping up. The customer will call back to troubleshoot.